Event description:
It was reported that a patient underwent a cardiac ablation procedure with an octaray mapping catheter and char and thrombus issues occurred. During pulmonary vein isolation (pvi) when the octaray mapping catheter was being monitored by the echo, something like a ¿char¿ was found. When the octaray mapping catheter was removed from the cardiac cavity, char was confirmed. There was no impact to the patient particularly. The char was aspirated, and the procedure was continued as it was and completed. Additional information was later received indicating the physician considered the char was probably due to the interference of ablating with a smart touch sf catheter and the octaray. No malfunction for used smart touch sf catheter was reported. No error messages were present and no temperature issues were observed. Heparinized normal saline was used. The physician also reported there was excessive thrombus which was probably about 3mm in length, so something could happen. The patient was anticoagulated. Activated clotting time (act): 300-350. The patient has not exhibited any neurological symptoms since the procedure was completed.

Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31182884l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 28-mar-2024, additional information was received indicating there was also a recognition with this same catheter. The octaray mapping catheter became unrecognized. The customer¿s reported carto recognition issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death is remote. As such, the appropriate h6. Medical device problem code has been added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).